Event description:
It was reported that during an ablation procedure, the patient experienced a hemorrhage. The patient had 2 bolts that were placed while in the operating room; the first bolt was placed and biopsy was completed through the bolt. After the biopsy was taken, it was noted that there was some blood coming out of the bolt. The surgeon flushed the bolt and biopsy site with saline as well as heparin and floseal. The bleeding seemed to subside. The second bolt was placed without issue and another biopsy was taken. Both biopsy sites did not return results, so the surgeon decided to take mr images. The images showed a significant bleed so the surgeon decided to do an open craniotomy and abort performing the litt portion of the procedure. There were no further patient complications reported in relation to this event.